Event description:
The patient experienced what the doctor thinks could be a granuloma [granuloma]. United states report received from a healthcare professional on (B)(6) 2022. A physician reported that an unknown patient of unknown age and gender received rha3 on an unknown date in (B)(6) 2022. An unknown volume of rha 3 injection was applied to the patient using an unknown injection technique. It was unknown if the needle was used from the box or if a cannula was used for the rha3 application. Previous cosmetic procedures were not provided. Medical history was not provided. Concomitant medications, and food supplements were not provided. On an unknown date in 2022 after unspecified time frame, described as "just recently" the patient experienced what the doctor "thinks could be a granuloma". On an unknown date in (B)(6) 2022, treatment included an unknown amount of hyaluronidase to dissolve the filler. At the time of this report, the outcome of the event was unknown. The intensity of the event was not provided. It is unknown if the product was available for return. (B)(4). No additional information was available at the time of this report. Case comment: a casual relationship between the rha3 and the suspected granuloma is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the reported information. The company will continue monitoring the benefit-risk profile for the rha3.